Manufacturer narrative:
All medwatch submissions related to this patient are: 3004721439-2019-00034, 3004721439-2019-00029, 3004721439-2019-00035. Manufacturing evaluation: neither the peritoneal catheter nor the sprung reservoir were submitted for investigation. Complaint history - we have reviewed our complaint history with regards to our catheters over the past 3 years and can provide the following information: no corrective actions required 2016-2018 (5 confirmed blockages in 2018, and 2 in 2017). Results - we were unable to make a detailed examination of the peritoneal catheter of the sprung reservoir as these parts were not submitted for investigation. However, based on our traceability records we have reviewed our product development process including sterilization and shipping and found no evidence of deviations from our approved procedures. It is possible that deposits left by a build-up of natural substances found in the cerebrospinal fluid (csf) (e.g. Protein, blood, tissue particles) could have impaired the system and caused the suspected malfunction. As described in our literature, this is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. The flow was not sufficient for the patient, despite the pressure valve adjustment to 1cmh2, the flow was not sufficient for the patient. On (B)(6) 2018 the valve was explanted and another valve was implanted. "All medwatch submissions related to this patient are" 3004721439-2019-00034, 3004721439-2019-00029.

Event description:
The flow was not sufficient for the patient, despite the pressure valve adjustment to 1cmh2. The flow was not sufficient for the patient. On (B)(6) 2018 the valve was explanted and another valve was implanted. Additional patient outcome that has been requested. When the additional information is received a follow-up report will be submitted. "All medwatch submissions related to this patient are" 3004721439-2019-00034, 3004721439-2019-00029 .